Manufacturer narrative:
E1: initial reporter postal code ¿ (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) vented paclitaxel sets were leaking from the luer connectors. The luer connectors were not completely round and there was a slight bump on the right of the plastic screw that cause the intravenous fluid to leak. It was observed that the leur connector was malformed/mis-shaped. The leak occurred while the patient was connected for administration of normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: one actual device, one photographic sample, and retention samples were received for evaluation. The reported condition could not be confirmed or refuted as not all the actual set was returned and the luer lock was not received for evaluation. The returned photograph was reviewed and could not identify or confirm the reported issue. The retention samples were visually inspected and there were no issues detected, and the samples were conforming. The retention samples were also leak tested under water, and no leaks were observed. The reported condition was not verified in the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.